Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: occlusion requiring medical intervention. Device issue: difficult to inflate. It was reported that the 3.75 x 12 mm voyager nc balloon was used in order to post-dilate another company's stent that had been implanted. The physician reported that during the inflation of the balloon (at 16 atm), the inflation was slow, not as usual and leakage was observed in the balloon tip. Then the pt experienced a "no-reflow" (occlusion) and it was decided to implant a vision (3x15), in order to restore the flow in the vessel. The vessel was re-opened and the blood flow as restored. The pt is reported to be fine. No additional event or pt information is available.

Manufacturer narrative:
.